Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). It was also reported there was no patient injury. The customer reported 'volume given is incorrect'. The issue was explained as follows: 'tech stated the nurses were running a slow infusion, 50ml medication run 10ml per hr over 5 hours. Nurses stated that when the device alarmed intrusion completed they notice the medication was still in the IV bag. The head nurse believes the bad was not spiked properly and this is a user error. The tech stated he ran a mock infusion in testing and the device performed as expected. They are sending in the device to be investigated.' The patient was involved and connected. The event occurred in the general patient ward during drug delivery.